Event description:
Adverse event(s) "no patient injury reported" (no consequences or impact to patient). Product problem(s): "probe is stuck inside the trocar" (sticking) the customer reported the 23gauge probe is stuck inside the trocar cannula. No patient injury was reported.

Manufacturer narrative:
The samples were received for in-house evaluation. A visual inspection was performed on the returned samples. One probe was returned inserted into a trocar cannula/hub assembly. There was procedural residue present on the probe and inside the cannula. After being soaked in (B) (4) water, the cannula was again visually examined and found to be conforming. The cannula inner diameter was measured and found to be conforming. The trocar cannula inner diameter and probe outer diameter were measured and found to be conforming. (B) (4). (B) (4)